Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result on a single pt sample that was generated by the synchron lx I 725 instrument. The actual accu tnl result was not provided by the customer. However, the customer stated "that initial result recovered above the ami cut-off and repeated in the normal/negative range." The erroneous result was reported out of the lab and questioned by the physician. No additional info regarding this event was provided by the customer. The customer indicated that there have been no change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Qc and system check info have not been supplied. The sample collection and pre-analytical handling info have not been provided. The customer did not want service as they believe this issue is isolated only to this pt sample. No other results or assays were in question at the time of this event. In this event, the pt sample was re-tested and treatment was not affected on a recur event, additional testing may not have been done and treatment decisions could be affected. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.